Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead had loss of capture. An x-ray revealed that the lv lead was dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout procedure.